Manufacturer narrative:
The returned stablepoint catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of temperature control issues was not confirmed. No problem was detected with the returned device that could have caused or contributed to the temperature issues seen in the field, nor were any other types of defects identified during the investigation. Ultimately the cause of the temperature issue could not be determined.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation (a fib) using an intellanav stablepoint open-irrigated catheter the temperature display was not accurate. After connecting the catheter to the system, the temperature was incorrectly displayed at 60c while outside the body and no error messages occurred. They first exchanged the connection cable but the issue remained. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received by boston scientific for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure to treat atrial fibrillation (a fib) using an intellanav stablepoint open-irrigated catheter the temperature display was not accurate. After connecting the catheter to the system, the temperature was incorrectly displayed at 60c while outside the body and no error messages occurred. They first exchanged the connection cable but the issue remained. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.